Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/27/2013 with the following findings: the original complaint could not be duplicated or confirmed. The display was dim and faded upon start up making it hard to read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint is being submitted late as part of a retrospective review conducted for the new MDR monitoring report developed in CAPA-(B)(4). The new MDR monitoring report is included in the animas 483 response related to MDR timeliness. (B)(6).

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was dim and the text was faded. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.